Event description:
It was reported that an asymptomatic patient in-clinic for follow-up, post paced t-wave oversensing was observed. The oversensing was noted in real-time egm. The device was successfully reprogrammed with no further issues.